Event description:
It was reported that the patient had an obtryx system implanted during a procedure and has since experienced complications, including recurrent mesh erosions into the urethra with calcification, pelvic and flank pain, worsening urinary issues, recurrent urinary tract and bladder infections, and a loss of enjoyment of life. Additionally, the patient claims that she has suffered or may in the future suffer damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block d1, d4: based on court documentation, the device involved in the reported event is listed as advantage model: 850-2110; lot: 0000041748. However, the product details provided in the documentation correspond to an obtryx device. The advantage model number cited does not align with the product specifications associated with the obtryx product family. Therefore, the product information used in this report is based solely on the details available in the court documents. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2006 - captures the reportable event of recurrent mesh erosion. E230901 - captures the reportable event of calcification. E2330 - captures the reportable event of pelvic and flank pain. E1311 - captures the reportable event of worsening urinary problems. E1310 - captures the reportable event of recurrent urinary tract and bladder infections. E1906 - captures the reportable event of bladder infections. E0206 - captures the reportable event of mental anguish. The following imdrf impact code capture the reportable event of: f12 - captures the reportable event of the patient had filed a legal claim for an unspecified personal injury related to the device.